Event description:
In 2004, an acticon device was implanted. In 2008, the pump was revised. In 2009, the pump and balloon were revised. Two months later, the 11.0 cm cuff was removed and a 10.0 cm cuff implanted due to recurring incontinence.